Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a sensor pod with poor patch adhesion, resulting in medical intervention. The sensor was inserted at the abdomen on 10/18/2015. Patient stated that the sensor patch came off while he was sleeping. Patient reported blood glucose (bg) values were 20mg/dl when his wife called paramedics. Paramedics arrived and placed an intravenous (IV) at the patient's arm. Patient reported that paramedics administered a large amount of sugar, to include, juice, and a peanut butter sandwich. Patient reported (bg) level was 127mg/dl when the paramedics left his home. No additional medical intervention was reported. At the time of patient contact, patient reported that he was doing well now. No additional event or patient information is available.